Manufacturer narrative:
This complaint was generated from literature review for health authority reporting purposes. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the pms identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available.

Event description:
This report is being filed after the subsequent review of the following literature article: klezl et al: harms titanium mesh cage fracture. N=1 fractured cage post op.